Manufacturer narrative:
Driveline cable, (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files was not performed since log files covering the reported event date were not available for analysis. On-site inspection of the driveline cable revealed a break in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. The manufacturer has initiated an internal investigation to evaluate driveline sheath damages. Based on our internal investigation conducted, the most likely root cause of the driveline sheath damage is exposure to uv light. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The site clarified that it was a "crack" in the outer sheath caused by normal wear and tear. The patient was seen in the clinic on (B)(6) 2017. Upon inspection, the patient had rescue tape repair from the proximal end of the driveline connector strain relief covering driveline backwards toward the patient/driveline exit site for ten centimeters. On removal, noted three centimeters of the outer urethane coating had separated from the rest of the coating just proximal to the driveline connector strain relief. Internal silicone and conduit and wire were intact. The patient denies any alarms with the device. The patient believes that damage to outer coating at proximal strain relief is secondary or sharp "s" curve needed with driveline when equipment is placed in the shower bag. A modified driveline repair was initiated. The patient was instructed in post repair aftercare and cleaning instruction. The patient tolerated the repair without incident or alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that there was a "small break" in the outer sheath of the driveline adjacent to the strain relief. A manufacturers representative presented to the site and upon inspection confirmed a small break approximately one centimeter in the outer sheath of the driveline. A driveline sheath repair was done with no reported consequence or impact to the patient. No further information was provided.